Event description:
Reportable based on analysis completed on (B)(6) 2010, it was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed lesion being treated was located in the severely tortuous and severely calcified left anterior descending (lad). The 4.00x32mm taxus liberte stent delivery system (sds) was advanced to but did not cross the target lesion. The procedure was completed using a plain old balloon angioplasty (poba) only. There were no patient complications and the patient condition code was listed as "good". However, the returned product analysis revealed stent damage and a hypotube kink.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified damage throughout the entire stent. All struts were kinked and misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. A break in the hypotube was identified approximately 18cm from the catheter strain relief. The hypotube was also kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the inflation lumen, therefore indicating the device had been prepped for use. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).